Event description:
During an outpatient procedure, a 24hr ph catheter was placed. The next day the patient returned to have catheter removed. The catheter had been attached to a medtronic mk iii recorder. When the data was uploaded to the central computer, the final report showed large areas of missing data tracings.